Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the minimally calcified left common femoral artery using a prostyle after an interventional right leg procedure using a 6f sheath. Reportedly, when the plunger was removed, no suture was attached. The footplate lever was retracted and would not go down. The device and suture came out with no resistance. The distal portion of the device remained in the patient. The vessel was incised and noted to be damaged. The distal portion of the prostyle was removed. Surgical suturing was used repair the vessel and achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to previously filed report, user facility medwatch (mw5107997) was received:while using the perclose device to close the artery, the end of the device became dislodged in the patient's artery. The patient was taken to the operating room for removal of the retained portion of the device

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of vascular injury (tissue damage) is listed in the electronic prostyle instructions for use as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.